Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (greater than 600 mg/dl) and diabetic ketoacidosis; cause was unknown. Customer was treated with intravenous insulin drip. The issue was resolved. Hospital discharge date was not provided and customer declined follow-up from tandem technical support.